Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device in good condition. The customer stated problem was not confirmed. Unable to duplicate customer's reported problem during the investigation but found faulty upstream occlusion sensor. Upstream occlusion sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device dso (downstream occlusion sensor) failed to calibrate. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information received via email on 06-oct-2021: no patient incident found during testing.